Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient experienced pain with and without device use resulting in the decision to explant the device. Explantation is planned, however, has not occurred as of the date of this report, (B)(6) 2015.

Manufacturer narrative:
Per the clinic, the device was explanted (B)(6) 2015 and the patient was reimplanted with a new device during the same surgery.